Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use electrosurgical knife's distal end fell off. This occurred during an endoscopic submucosal dissection procedure. This procedure was completed with a backup device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: d4, h4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1) due to the factors described below, an electric discharge between the tissue and the electrode occurred during output activation. · the high-frequency output was set too high · the electrosurgical unit was used in coagulation mode. · the output activation time was too long. 2) high heat caused by electric discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3) a force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. Olympus will continue to monitor field performance for this device.